Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v396221, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported the patient's implantable neurostimulator turned off a 'couple of times' when they were near electronic security scanners. The time frame of these occurrences was unknown. No patient symptoms related to these occurrences were reported. Additional information has been requested, a follow up report will be sent if additional information is received.